Event description:
It was reported that the patient wanted to upgrade his old ams inflatable penile prosthesis (ipp) that was implanted 20 years ago. The entire ipp system was removed and replaced with a new one. No issues were reported in relation to this event. The product was explanted and expected to be returned. A supplemental report will be filed after the product has been returned and product analysis has been completed.